Manufacturer narrative:
(B)(4). The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during prior to a laparoscopic sleeve gastrectomy procedure, during or set up, the staff saw a hole in the tyvek packaging. Another like device was used to complete the procedure. There were no adverse consequences for the patient.